Manufacturer narrative:
The lead was found dissected upon receipt. Only two fragments were received for the analysis. The part between these two fragments was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The returned fragments were visually analyzed. The inspection of the insulation revealed multiple signs of wear along the lead body of the fragments. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Due to the fragmentation the mechanical and electrical inspection of the fragment was not properly feasible. Further damages such as cuttings and the deformation of the proximal shock coil occurred most likely during the explantation procedure. The analysis did neither for the ICD nor the lead reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - pt went through a brain MRI scan. All measurements after the scan were normal. The next day hm alert showed impedance out of range-below 200 ohm. F/u at the clinic showed the same impedance non capture in rv lead but normal amplitude. The pt went through MRI lead but normal amplitude. The pt went through MRI scans 6 times before. Twice with this device and lead and 4 time with the same lead and his old device.

Manufacturer narrative:
Ous MDR.